Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-implant when atrial threshold tests were attempted, an error message was observed. A firmware download was performed, and trial threshold test performed with no further issues.